Event description:
The customer called and reported the insulin pump alarmed with a button error, after it was exposed to perspiration. The customer then removed the battery and put it back in and received a battery out limit alarm. The batteries were out of the device longer than it allows. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).